Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/24/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: a suture needle was submitted for fractographic evaluation. The component was identified as product code mic170g. A fracture was not observed therefore no additional analysis was performed. The manufacturing records could not be reviewed as the batch number is unknown. The evaluation of (B)(4) revealed the sample was not fractured. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigational narrative: the component received was identified as product code mic170g. A fracture was not observed on the needle therefore no additional analysis was performed. The evaluation revealed the sample was not fractured.as per visual inspection of the suture, no damaged or breakage suture could be observed. The product code mic170 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Unk. What is the lot number? Unk. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. Unk. Was there any adverse consequence associated with the patient? Not known. Device return status: device is on the way. No further information available.

Event description:
It was reported that a patient underwent a\n unknown procedure on (B)(6) 2021 and suture was used. The suture and needle broke. No harm to patient. Additional information was requested.